Event description:
Reportable based on analysis completed on 15-jul-2015. It was reported that crossing difficulties were encountered. The target lesion was located in a 1st diagonal with moderate plaque and minimal tortuosity. Following pre-dilation with a 2.25mm non bsc balloon catheter, a 24 x 2.25 promus premier¿ drug eluting stent was advanced but failed to cross the lesion even after three attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged, distorted and stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).